Event description:
It was reported that a spectrum iq pump failed occlusion alarm testing, it was reported by the customer that is "not activating before the air in line sensor". This occurred during an programming/setup. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported "failed occlusion alarm testing, not activating before the air in line sensor" was not reproduced. The device passed upstream occlusion, upstream air, and downstream occlusion testing. A review of the event history log revealed upstream occlusion, downstream occlusion and air-in-line messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause was determined to be the ultrasonic sensor and force sensor scale factor out of specification, and a chipped downstream tubing guide. The upstream pusher and the downstream tubing guide requires replacement and force sensor scale factor requires recalibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.